Event description:
During a carotid artery stenting (cas), the patient became paralyzed due to an embolism. The physician performed a craniotomy to treat the embolization. The patient is in stable condition and recovered from the paralysis.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2007-00124 and 9616099-2007-02397. This product is not available for analysis as stated. Additional information has been requested and will be provided within 30 days of receipt.